Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise reversion and high ventricular rate episodes were observed on both the atrial and ventricular leads. Lead damage was suspected and replacement is anticipated. The patient was stable. Related manufacturer reference number: 2017865-2017-33455.